Event description:
Endoscopy was performed in the ICU to band esophageal varices. The endoscope with attached bander apparatus inadvertently entered the trachea. While pulling the endoscope and product back, the encapsulated cap with bands from the ligator unit became lodged proximal to the vocal cords. By trying to dislodge the cap, the blue bands came off. Retrieval of the cap with its bands required pt to be taken to the operating room for intra-operative removal. After successful removal, a flexible bronchoscope was used to visualize past tertiary bronchi, and no other foreign bodies were identified or visible. Event abated after use stopped or dose reduced: yes.